Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported by the consumer on 2016-08-11. The patient's pump was replaced in 2010. Then the pump had to be removed due to an infection. The patient currently did not have a pump implanted.

Event description:
It was reported the infusion system was removed due to infection. No further information was provided. It was unknown what drug the pump was used to deliver. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8703w, lot # l36577, implanted: (B)(6) 1995, product type catheter. (B)(4).